Event description:
It was reported that the patient complained of pain in the center of the chest one day post-implant. The right atrial (ra) lead was repositioned and the patient's pain resolved at that time. It was also reported the patient went to the emergency room due to chest pain three days after the ra lead had been repositioned . Upon interrogation of the device the r waves had diminished and the right ventricular (rv) threshold was non existent. The patient experienced pain when the rv lead was paced. The atrial and ventricular slack was diminished. The rv lead had migrated forward. The rv lead was repositioned and the patient's pain was resolved. The ra lead and rv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.